Event description:
Additional information was received from the healthcare professional. The pump was used to deliver compounded baclofen. At the time of the event the patient was also taking ms contin (morphine sulfate controlled release) and msir (morphine sulfate immediate release). On (B)(6) 2014, there was a failed cds (catheter dye study). On (B)(6) 2014, the spinal segment was surgically replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the catheter body found damage occurred to catheter body and/or guidewire during implant procedure. (B)(4)

Event description:
It was reported, the catheter was partially explanted on the date of the report. The distal segment remained functional and implanted in the patient. The segment was 24 centimeters in length. The catheter was trimmed and partially removed due to an occlusion and a new segment was implanted. A dye study was done, the logs were checked, and x-rays were taken. The product issue was resolved and the cause was determined to be an occlusion of the proximal catheter segment. The patient had been having intermittent pain relief and pain in the low back and legs. A failed catheter dye study was performed on an unknown date. After the catheter was trimmed cerebrospinal fluid flowed freely from the distal segment. A bolus from the pump was requested to check patency of the proximal segment and the physician was unable to see bolus flow. A second bolus was delivered and unable to be seen. The catheter was disconnected from the pump and replaced with a new segment which was fully patent and attached back to the pump. The dose was decreased and the catheter was primed. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver dilaudid a nd baclofen.

Event description:
Additional information received reported the daily dose was decreased by 52%. Dose per day of dilaudid was 0.481mg/day and baclofen was 8.01mcg/day. The priming catheter bolus was 0.198ml with a duration of 12 minutes. There was no trimming to the pump segment but there was trimming done at the spinal segment. It was unknown to the manufacture representative of how the patient was doing at as of (B)(6) 2015.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8575, lot# j12306r, implanted: 2005 (B)(6); product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.